Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a pairing failure. The root cause of the pairing failure was determined to be a failed transmitter error. The reported issue of pairing failure is reportable based on the finding of failed transmitter error.